Event description:
On (B)(6), 2009, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore tag thoracic endoprosthesis. There was a small type I endoleak proximally, which was resolved with intentional covering of the left subclavian artery. The pt tolerated the procedure with no evidence of endoleak. On (B)(6), 2010, gore was made aware a proximal type I and a possible distal type ii endoleak were detected at the pt's f/u appointment on (B)(6), 2010. On (B)(6), 2010, the pt underwent a reintervention. The pt was treated for a proximal type I endoleak originating from the left subclavian artery. The subclavian was found to have a dissection. A right carotid to left subclavian bypass was performed which resolved the endoleak. Two additional gore tag thoracic endoprosthesis were placed to extend coverage distally. Coverage was extended down to the celiac artery. The pt tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing records for the device has been conducted. Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: type I endoleak. Additional devices also involved in this event include: tgt3115/(B)(4); tgt3115/(B)(4); tgt3110/(B)(4). The gore tag thoracic endoprosthesis instructions for use (IFU) states: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to; endoleak.